Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic endometriosis procedure, a device had lots of good seals when the device only had cut the medium thick fabric on intestine instead of sealing it when the physician was triggering energy. The device had no re-grasp alert, but with energy delivery and end tone was heard. The device had low frequency of cleaning of the jaw. Multiple attempts to use the device and swaps of generators were unsuccessful. A new device was used successfully with the same generator. Patient had no bleeding and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, a device malfunctioned by only cutting the tissue instead of sealing it when the physician was triggering energy. Multiple attempts to use the device and swaps of generators were unsuccessful. A new device was used successfully with the same generator. There was no patient injury.